Event description:
There was a revision due to suspected infection. The surgeon did an irrigation and debridement of the area and replaced the cup and the liner. Reference MFR report 3005180920-2014-00036.